Event description:
Complainant alleged that during a routine shift check by a clinician, the device would intermittently not power up. Complainant that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
Zoll med corp has not received the product for evaluation and this complaint is still under investigation.